Manufacturer narrative:
Patient codes: 1204 labeled. Internal file number - (B)(4). Corrections: patient age. MFR site: registration #. Based on the information provided, it is likely that interaction with the calcification and/ or excessive downward force during device insertion contributed to the reported guide break. This would prevent the feet from retracting properly (formed a t) because the actuator wire could only move forward or backward without the support of the foot positioned inside the guide, which would result in difficulty removing the device. Additionally, the broken guide caused the needle trajectories not to align with the foot pockets and thus would not be able to engage with the cuffs. In this case, the force applied to remove the device was circumstantial and likely occurred due to interaction with the patient calcification.

Event description:
Subsequent to the initially filed report, the following information from patient's medical record was received: there was reported bleeding as a result of the proglide device being fractured and retained in the right common femoral artery, blood loss of 100 ml was reported as an estimate and as a result of the device. The distal end of the device was embedded into the artery wall. The plastic had been torn for about 6mm by the metal cable that runs through the plastic. This formed a "t" which prevented removal in the cath lab. The proglide device was removed without difficulty along the narrow section of the artery wall the device was embedded in. Due to calcification, the artery was not able to be sutured; therefore, a common femoral endarterectomy was performed and the artery was closed using a patch angioplasty.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the instructions for use(IFU) states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using a proglide device with a 7f sheath after an aortoiliofemoral interventional procedure. Reportedly, the device deployed and no suture was found after the plunger was removed. Upon attempting to remove the device, resistance was felt. It was confirmed the foot and lever of the device were returned to their original position but device kept being stuck. Some force and turning movements were used to try to make the removal possible; however, the device broke at the distal end but was held together by the actuator wire. Surgery was required and the patient was put under general anesthesia in order to remove the device. Hemostasis was achieved by surgical suturing. There was a clinically significant delay in the procedure due to the issue with the proglide device; however, procedure went well and the device was removed without complications. There was no additional information provided.